Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: the device was inspected prior to use with no issues noted. Product analysis: the device was returned for evaluation. The stent was positioned on the balloon between the marker bands as per position specification and no issues were found with the stent. No issues found with the tip or to the remainder of the device. Correction: the lesion was pre-dilated. The procedure was completed using three medtronic stents. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving one onyx frontier coronary drug eluting stent, the stent was unable to cross the lesion and deformed in vivo during positioning. The stent was intact at insertion. The lesion being treated was approximately 95% calcified with approximately 95% stenosis located in the distal right coronary artery (rca). The rca was not particularly tortuous however, areas in the vessel varied in appearance in stenosis severity with hard and soft plaque variations. A number of lesions were present. Intravascular ultrasound (ivus) showed staggered hard calcium present. The device passed through a previously-deployed stent. Resistance was encountered when attempting to advance the device to the ostial posterior descending artery (pda). It was intended to advance a little further into the pda for placement however the stent would not proceed forward enough for placement. Excessive force was not used. The device was removed and upon removal the stent felt slightly buckled at the tip to finger touch whilst it was difficult to know if the issue was to the stent or the delivery system. The device was inspected prior to use. Negative prep was performed when in the region of the lesion. The procedure was completed using three stents. No patient complications have been report ed as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.